Event description:
After a ptra/stenting treatment procedure, the guide catheter was removed from the patient's body and a string-like material was seen exiting from the distal end of the catheter. The pt was asymptomatic during this event. The lesion being treated was 75% stenotic. No pt injuries or complications were reported. Pt status is reported as 'good'.